Manufacturer narrative:
It was reported that the seal on piston syringe allows air in reducing uptake then fluid (urine) squirts out the bottom like a sprinkler where the nozzle and hub come together. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer states seal on piston syringe allows air in reducing uptake then fluid (urine) squirts out the bottom like a sprinkler where the nozzle and hub come together.